Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported there was high impedance on the right ventricular (rv) lead and high capture threshold on the right atrial (ra) lead. Both rv and ra leads were explanted and replaced during a normal generator change out procedure. The patient was well after the procedure. Related manufacturer reference number: 2938836-2019-15062.

Manufacturer narrative:
A complete lead was returned in two segments for analysis. The damages found were sustained during the surgical procedure. Further testing could not be performed due to the lead being separated which is consistent with procedural damage. The lead was otherwise normal.